Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Event description:
It was reported the physician found the spring wire guide kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual inspection did not reveal any defects or anomalies with any part of the returned arterial assembly. The guide wire length from the handle to the distal tip measured 4 9/16", which is within the specifications of 4 7/16"-4 11/16" per product drawing. The guide wire outer diameter measured 0.389mm, which is within the specifications of 0.381-0.404mm per product drawing. The cannula outer diameter measured 0.02505", which is within the specification limits of 0.0250"-0.0255" per the cannula product drawing. The cannula inner diameter measured 0.0170", which is within the specification limits of 0.0165"-0.0180" per the cannula product drawing. Functional inspection of the guide wire was performed per the product IFU which states , "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip". The guide wire was advanced through the needle cannula. No resistance was encountered as the guide wire was able to fully deploy. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture". The report of a kinked guide wire was not able to be confirmed through complaint investigation of the returned sample. Visual analysis did not reveal any defects or anomalies. The sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.